Event description:
Event description cpi received information that this implantable pulse generator (ipg) was unable to deliver a pacing output and was exhibiting an abnormal increase in lead impedance measurements. The physician elected to explant the ipg.